Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 30 mg/dl. The customer stated that they had issues with their insulin pump delivering insulin. The customer mentioned that they cannot exit the home screen on the device. The customer stated the low blood glucose was cause of an over does of insulin. The customer did not mention any form of treatment for their blood glucose levels. The customer hung up the phone before troubleshooting the issue. The customer did not return the product back for analysis.